Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced a low blood glucose event while using a dexcom g7 with the ilet system, with the sensor reading 69 mg/dl and a confirmatory fingerstick of 73 mg/dl; the patient self-treated with approximately 15 g of oral glucose and glucose values then trended upward, while prior system data showed a rise to about 160 mg/dl followed by small corrective insulin deliveries. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user and through app data review. Investigation of this case revealed no findings available, with insufficient information to identify a device component issue and no specific medical device problem established. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.